Event description:
Rptr complains of bruising, weight loss, chest pressure/pain which goes to back (feels like a ton of bricks on chest), sleeplessness, severe headaches, arm ache, finger swelling, back and shoulder pain, memory loss, shortness of breath, upper back and leg weakness, loss of balance, muscle fatigue, joint swelling/pain/stiffness in arms, hand swelling in am, aching fingers and elbows, feet swelling at ankles in am, breast tenderness with burning which goes around back like sharp needle pain/burning, fatigue, cold breasts, numbness in arms and fingers, depression, flu-like symptoms, swollen glands in neck, constant chilly feeling, larger right implant, and possible implant rupture.